Event description:
It was reported that during intramedullary nailing of a proximal femur and insertion of the helical blade the helical blade coupling screw broke during surgery. The device broke at the juncture of the shaft and the knob. It was reported that there was a fifteen minute delay in surgery. The procedure was completed successfully with a backup device. There was no harm to patient. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was returned on may 28, 2014 with incorrect complaint number attached to it. On july 22, 2014, it was discovered this was the complaint associated with the returned part. A product development evaluation was completed: the returned device was received in two pieces; the shaft was detached from the knurled head of the device where the two portions connect. The device broke along a smooth line that ends in a single notch. The device also has some small indentations and scuffs on the knurled head from hammer taps. The device was reported to have broken during surgery; the device likely broke while being tapped into position with an off angle blow. The device likely ripped along the smooth line that encircles the shaft and hung from a small portion of connecting metal. This piece likely bent and was broken off leading to the notched condition. The relevant drawing number was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that 8 years of use, off angle blows, and hammering the screw while untightened led to this confirmed complaint, however this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.